Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the universal port was not operating properly. To resolve the issue, the technician replaced the universal port. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported. UDI related data clarification - this integration system qualifies as a medical device data system (mdds) and therefore UDI is not applicable.

Event description:
The user facility reported that prior to a patient procedure their hv1000 integration system was flickering. No report of injury.